Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The high resolution stereo viewer (hrsv) monitor was analyzed and the reported failure was confirmed. The monitor was installed on the pca test system. Upon power up the system boot up with no issues, except the right eye monitor is dead. No images are being shown on the right eye of the ssc. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the surgeon side console (ssc) had no right eye vision, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went on site found a faulty lcd monitor. Fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and was ready for use. Intuitive surgical, inc. (Isi) has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the second surgeon side console (ssc) had no video in right eye. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 121, indicating that the right monitor failed to reach the desired brightness within 5 minutes. The customer completed the case with ssc #1, and did not need the other ssc, so no troubleshooting was completed. The tse suggested after the case to power cycle the system to see if the issue would resolve. The procedure was completed on the spare ssc and there were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.